Event description:
Additional information received from the report source: shutting intself off with a continuous alarm. The previous no alarm statement is erroneous.

Event description:
Report of patient death. Alleged that patient was on ventilator. Ventilator connected to ac power when it stopped working and no alarm were sounded. Device in use at patient home. Hospital biomed downloaded event data and quarantined ventilator.